Event description:
It was reported that a lead integrity alert (lia) was triggered by the implantable cardioverter defibrillator (ICD) due to short interval counts (sic) and episodes of non-sustained ventricular tachycardia (nsvt). Evaluation of stored device data noted apparent t-wave oversensing (twos) on the right ventricular (rv) lead. Further analysis of the data revealed that the likely cause of the apparent twos was due to an issue that can occur during rv lead impedance measurement by the device. The patient was later seen by their physician where there were no adverse events noted and no reprogramming of the device performed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The device was not returned however, analysis of the device memory indicated rv (right ventricular) oversensing. It was noted that the ovesensing was due to lead impedance measurement. Analysis information -- (B)(4) 2014 17:49:41 cst pli# 10 product ID# d204vrm. The device was returned and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.